Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the initial drain cycle of peritoneal dialysis therapy. The technical service representative (tsr) determined that the caregiver did not ensure that the fluid was to the top of the patient line before connecting to the patient. The tsr reviewed the importance of priming completely and advised the caregiver to call baxter if a reprime was necessary. The tsr assisted the caregiver in clearing the alarm and advised the caregiver to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A cause of the incomplete prime was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.